Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 11dec2020.

Event description:
The customer reported keep having to calibrate the touchscreen. The customer contacted product support and advised the customer of the suspected the touchscreen assembly. Provided ID. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:22feb2021. B4:24feb2021. H11:g5:k102985. H10: the biomedical engineer replaced the touchscreen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.